Event description:
Customer reported that their rp500e instrument gave discrepant results on nbili on one patient in comparison to repeat testing with new samples on a laboratory instrument when testing a newborn. Customer has also observed that the po2 sensor gives a ¿d4: baseline¿ error. Customer performed standard troubleshooting however the issues remained until the measurement cartridge was replaced. Another slop error was received upon restart and then successfully calibrated. System is operational.there is no report of harm due to this event.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. A review of the events logs, co-ox data logs, patient results, and automatic quality control (aqc) results suggests that the co-oximetry subsystem was performing as intended at time of analysis of the escalated sample. The temperature of the co-ox module was stable, fit factors fell within specifications, no interferents were detected, and aqc recovered within the published limits for nbili for the duration of cartridge use-life. Two d70 optics errors were detected on the day of the event, but these errors each resolved at least 8 hours prior to time of analysis of escalated samples. It was observed that the presumed incorrect samples exhibit elevated thb results compared to presumed correct samples, which may indicate insufficient sample mixing or poor sample quality. Note that the optical nbili measurements are dependent on the quality of the sample. A definitive root cause of the alleged discrepancy in escalated samples cannot be determined. There is no indication that the instrument is not operating as intended.